Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, scratched lcd lens, chipped battery compartment, and missing battery door. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be under-infusing. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.